Manufacturer narrative:
D4 - primary UDI number: since the lot number is unknown at this time, the UDI is either (B)(4) depending on the lot number used. E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal cover dislodged and fell into the patient¿s oral cavity. The dislodged distal cover was immediately retrieved and confirmed that there was a crack on the back side. The issue was identified after an endoscopic retrograde cholangiopancreatography (ercp) procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the top and bottom of the returned device were confirmed to be undamaged. This indicates the distal cover may not have been properly attached to the endoscope. When the distal cover is properly attached to the endoscope, it deforms. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.